Manufacturer narrative:
(B)(4). The subject guide wire, gauze with green fragments, and two concomitant crossers were returned for evaluation. The distal segment of the returned guide wire was slightly bent. No other deformation was noted. Microscopic observation of the wire shaft revealed that the ptfe coating was intermittently peeled off for approximately 80-90cm from the wire tip with some part of the ptfe coating was completely removed. The fragments were also microscopically observed and found these were fragments of the ptfe coating of the returned guide wire based on its characteristic color. The provided crossers were without bend or other damage. To replicate the ptfe coating damage, an unused guide wire of the same brand was inserted into the provided crosser system and made to contact the edge of the crosser tip. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and the above investigation outcome, it was concluded that ptfe coating was damaged by friction occurred when the edge of the crosser tip point contacted the shaft of the returned guide wire due to bias affected by anatomical condition. There was no indication of product deficiency. Although no patient adverse effects were reported, a possibility that the coating fragments might be left in the anatomy could not be completely ruled out. Warnings section of introductions for use (IFU) states: do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [This guide wire may be damaged or separated.]

Event description:
It was reported that the ptfe coated shaft of an asahi guide wire was peeled off during a ppi to treat a heavily calcified cto in the left sfa. The guide wire was used with a microcatheter and a balloon catheter in attempts to cross the lesion, however, failed. Another unsuccessful attempt to cross was made with a crosser system. The crosser was replaced with a microcatheter in order to exchange the guide wire. After wire removal the physician noticed the ptfe coating of the shaft of the removed wire was peeled off. New guide wire and microcatheter were replaced to presume the ppi; however, the new guide wire failed to cross so that the procedure was terminated. No particular action was taken against the peeled ptfe coating. The patient was without problem.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.